Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had sudden drop of battery from six and a half years longevity to one year in a span of ten months. The boston scientific technical services (ts) advised that this appeared to be an abnormal battery voltage drop. Furthermore, the ts referred the patient to the physician for confirmation of battery status and requested clinicians to call for further evaluation of device battery status. The device remains in service. No adverse patient effects were reported.